Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2022. As reported the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had revision surgery on (B)(6) 2023. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct product identifiers root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2021) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2022. As reported the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had revision surgery on (B)(6) 2023. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2022 - patient was diagnosed with incarcerated ventral hernia thereby underwent robotic assisted repair with implant of ventralight st mesh using echo ps (device #1). Per op notes, ¿the hernia sac was identified with incarcerated omentum. The omentum was reduced and excised. The sac was excised. A ventralight st mesh using echo ps (device #1) was placed and sutured.¿ (B)(6) 2023 - patient was diagnosed with recurrent ventral hernia with abdominal pain thereby underwent robotic assisted repair with excision of ventralight st mesh implanted using echo ps (device #1) and implant of ventralight st mesh using echo ps (device #2). Per op notes, ¿the prior mesh (device #1) was identified to be torn away from the sides of hernia causing hernia recurrence. The old mesh explanted completely. The hernia defect was identified and reduced. A ventralight st mesh using echo ps (device #2) was placed and sutured.¿